Manufacturer narrative:
Rcr #: 3016438761-10/06/21-003-c. The investigation into this issue determined this event was impacted by an issue identified in architect software versions (B)(4) or earlier. A product correction letter was issued to architect customer¿s notifying them of the issues in architect software versions (B)(4) and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their system to architect software version (B)(4) and provides necessary actions to take until their software upgrade has been installed.

Event description:
The customer reported na and cl controls were out of range high while using the architect c4000 analyzer. The customer was instructed to perform many troubleshooting tasks. There was no reported impact to patient management.